Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage at the twist clamp of a transfer set. This occurred during use of the device for peritoneal dialysis therapy. The set had been in use for fourteen days. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.